Manufacturer narrative:
The customer was sent replacement connectors and return of her connectors were requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer indicated she had not tried the replacement connectors due to fear because she wanted the connectors with the tubing port on the top. The customer additionally requested to be put in contact with a medela lactation consultant. In follow up with a medela lactation consultant on (B)(6) 2018, the customer alleged that she had been to see her health care provider and was put on antibiotics due to breast pain, but she was not sure she had mastitis. In further follow up with the medela lactation consultant on (B)(6) 2018, the customer confirmed that she was diagnosed with mastitis, for which she was prescribed antibiotics, and was also taking diflucan for thrush. She indicated that she was feeling much better since being on the antibiotics and again requested the connectors with the tubing port on top. The medela lactation consultant asked customer service to send connectors to the customer, which they did. Further follow up by a complaint handler to find out if the new connectors are working for the customer have gone unanswered as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. It cannot be definitively concluded that the pump caused or contributed to the customer's thrush. Reported issues of thrush were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that she was experiencing low suction while using a symphony breast pump, there was condensation in the tubing, and the connectors that she purchased a week previously from the hospital were not working and have condensation in them. She further alleged that she was engorged and indicated that she used other connectors and suction worked fine.